Event description:
While treating a mortons neuroma, had to temporarily stop procedure as the exterior part of the shaft had stuck to the toe of the patient.

Manufacturer narrative:
No product returned for evaluation. Device history records reviewed with no issues found.